Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer experienced hyperglycemia, hypoglycemia and kidney issues. Customer also reported pump error 63 (hardware low-level failures). Customer reported blood glucose values of 200 and 50 mg/dl. The current blood glucose was 61 mg/dl. Customer was treated for hyperglycemia with insulin pump (subcutaneous insulin infusion) and hypoglycemia with carb intake. The event involved product(s) mmt-1884, mmt-332a, mmt-399a, and mmt-7040a. Troubleshooting was performed for low blood glucose, further declined by the customer for high blood glucose. Customer was using the auto mode/smart guard feature at the time of the event. Customer was using the insulin pump system within 48 hours of the reported event. No further patient complications were reported. The customer will discontinue using the insulin pump. Mmt-1884 was requested and the customer's response was that the device will be returned. No product return is required for mmt-332a. No product return is required for mmt-399a. No product return is required for mmt-7040a.

Manufacturer narrative:
The pump passed the functional tests, including the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test, displacement test and dat within specification at .08710 inches. The pump was monitored and no pump error 63 alarm noted. Successfully downloaded history files and traces using thump. On the event date of 11-apr-2025, there is no unexpected alarm(s)/suspends recorded in the formatted history file. Unable to verify daily total of basal/bolus and all insulin delivered on the event date 11-apr-2025 listed on smart solve due to insufficient data in the trace/history files. In further review of the formatted history file, there were no pump error 63 alarm or unexpected pump error(s)/alarm(s) noted 2 days prior to the event date of 11-apr-2025. However, pump error 63 alarm (file number: (B)(4), line number: 147) was found on: (B)(6) 2025 13:40:09.000, on (B)(6) 2025 19:32:20.000, on (B)(6) 2025 18:33:03.000. Pump error 63 alarm (file number: (B)(4), line number: 147) was confirmed according in the formatted history file, suspected on hw. The pump was cut open to perform visual inspection and found no evidence of physical or moisture damage on the pcba 1, pcba 2, force sensor, motor and vibrator assembly noted. Force sensor zero offset within specification (23.65 mv). The test p-cap and reservoir locked properly into reservoir compartment during testing. The following were noted during visual inspection: a cracked keypad overlay, a scratched case, a cracked case behind the pump near the battery tube compartment and a serial number label fading. The pump passed all the required testing. Unable to verify customer alleged for high bgs/low bgs. Pump error 63 alarm (file number: (B)(4), line number: 147) was confirmed according in the formatted history file, suspected on hw. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.